Manufacturer narrative:
The sample was returned to argon for investigation. The investigation is currently in progress. A follow-up report will be submitted upon investigation completion.

Event description:
The legs of the filter were not opening after deployment.

Manufacturer narrative:
A review of the manufacturing and inspection records for this lot was conducted, and no deviations or non-conformances were recorded. One sample was returned by the customer for review. The customer returned the pusher wire, cartridge with filter inside, delivery catheter sheath, and dilator. Visual inspection of the returned sample found no damage to any of the returned components. A functional test was conducted on the returned device. During functional testing, it was found that the filter was able to be deployed through the sheath with no issue and the filter. The filter was put in warm water for 3-5 seconds and the legs of the filter were able to open as intended. We are unable to duplicate with the complaint sample and are unable to confirm the complaint. Since this complaint cannot be confirmed, no corrective action will be taken at this time. Additional information provided in h.3., h.6. And h.11.